Event description:
It was reported that during reprocessing the da vinci si surgical prograsp forceps instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering found the pitch cable was found to be frayed at the distal end. No other damage was found at the distal end. Engineering also found various scratch marks on the main tube a the distal end showing light material removal. The scratches were short in length and not aligned with the tube axis, suggesting they may have been caused by instrument collisions or rough handling. No other damage was found. Instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.